Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited reduced angulation. The issue was found during maintenance. The device was returned and an evaluation revealed foreign material exiting from the air/water nozzle. The blockage appeared to be a black rubber like material and a purple brush like material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Additional information from the customer indicated that the device was not used in a patient with the foreign material in it. An evaluation of the returned device confirmed the customer allegation. Angulation knob failed to meet specification in all directions and play was out of normal state in all directions. There were few additional findings. The light cover glasses was chipped and the adhesive was worn out. The optical cover glass was chipped and adhesive was worn out. The distal end cap was worn out and adhesive was discolored. The colored ring of the control body aspiration housing was worn out. Leakage was noted in the switch and scope connector. A hot and cold test revealed misty image. The air channel volume and water channel volume did not meet the standard value due to blockage. The water flow and water removal ability failed to meet the specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a foreign material like black rubber and like purple brush bristles lodged in the air/water (a/w) nozzle - however, it could not be identified further. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.